Event description:
I had been having occasional symptoms of heart palpitations and burning mouth, was seen by dr and labs were normal. This was with my first set of mentor smooth saline implants in 2008. In 2017 I was diagnosed with breast cancer. I then was given allergan smooth silicone implants for a bilateral mastectomy in 2017. Since, my health has considerably declined, fatigue, joint pain, allodynia, rashes, pvc's (diagnosed by a cardiologist), dry mouth, dry eyes, constipation and hemorrhoids (diagnosed by colonoscopy) and intestinal issues despite drinking at least 64 oz of water per my oncologist. I had abnormal autoimmune lab tests and was referred to a rheumatologist. After a year and half I was diagnosed with sjögren's. I believe my breast implants are the cause of it. FDA safety report ID# (B)(4).